Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported laser fiber broke during a therapeutic ureteroscopy with laser lithotripsy procedure involving an olympus powered laser surgical instrument. The procedure was completed using an olympus back-up device. There was no patient injury reported.